Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a heart rate lower than that of the programmed lower rate of the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No patient complications have been reported as a result of this event.